Manufacturer narrative:
B5: this MDR was reported in error. The lens was implanted and the problem was resolved. The lens remained implanted and the vision is great. The vault is now 500 microns. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, into the patients left eye (os) (B)(6) 2023. At one day post-op, the vault was 400 microns. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A3: unk. A4: unk. A5: unk. A6: unk. D4: expiration date unk. D6b: unk. H4: unk. (B)(4).